Event description:
It was reported that the pump doesn't turn on. There was no patient involvement. Device evaluation revealed a torn downstream occlusion seal and faulty printed wire assembly.

Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was torn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed, and it was found that the pump can't hold data, which is caused by a faulty printed wire assembly (pwa). The pwa and dso seal were replaced. B3. Date of event: unknown. No information has been provided to date.